Event description:
According to the reporter: the customer report: fixing the mesh to the tissue with the suture. The mesh tore the crossing point of the suture. Additional info has been requested at this time.

Manufacturer narrative:
(B)(4).